Manufacturer narrative:
One used portex® anesthesia breathing circuit was returned for investigation. A visual inspection revealed a tear on the tube. Functional testing was performed and the anesthesia circuit failed the leak test. The complaint was confirmed. A manufacturing review of a similar device was performed and none of the manufactured devices had any defects. The most probable root causes were determined to be: leak test was not performed by operator leakage on tube was not detected by the operator during the leak test performed in the manufacturing process

Manufacturer narrative:
It was reported that the event occurred "around early (B)(6)". The exact date is unknown. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported that during use of a portex® anesthesia breathing circuit, an air leak alarm occurred. When checking the pneumatic circuit, and a tear was observed. A "tube exchange" was performed. No injury was reported.